Manufacturer narrative:
A remote service engineer (rse) spoke to the customer, and when asked to simulate red alarms, the customer could hear the red alarm ring. The alarm setting at the central station was 7 at the 3 east station. Analysis was performed by a philips field service engineer (fse), who went onsite and determined there was no sound on yellow alarms. It was discovered that there was a misconfiguration with the alarm management settings. The fse corrected them, and the alarms are back to working normally. Based on the results of the analysis, the cause of the reported problem was the configuration. The issue was resolved by updating the configuration on the alarm settings.

Event description:
Philips received a complaint on the patient information center ix indicating that the audible alarms were working intermittently, so the nurses were not able to hear some alarms. The device was in use on a patient at the time of the event. There was no adverse event reported.